Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device would not turn on. The device was not being used on a patient at the time of the event. A philips service technician was dispatched to the customer site to provide additional assistance. It was determined that the power supply was defective. The philips service technician replaced the power supply, and the extended self-test (est) passed successfully.